Event description:
Lap low anterior resection - "customer claimed that trocar caused air to be trapped in the subcutaneous (sp) space. There was one ethicon endo-surgery 12mm hasson trocar used and two applied trocars utilized during 4 1/2 hour lar. After case was completed, I asked assisting surgeon what he though happened, he said he could not confirm that it was our roar that caused, but it could have been. Also that gas may have been trapped by the balloon tip." "Anesthesia informed dr (B)(6) that gas was building up around patient's neck. They leveled patient out and released gas from abdomen."

Manufacturer narrative:
Product anticipated to return. Follow-up will be provide upon completion of investigation.